Event description:
Pt participating in tonsillectomy study had a re-bleed following surgery.

Manufacturer narrative:
The facility did not retain the device. However, the lot number was provided. A review of the lot history record did not note any issues during the manufacturing of this lot. The root cause of the complaint could not be determined because the device was not returned for investigation. Subject had tonsillectomy on (B)(6) 2010, returned with tonsillar fossa re-bleed on (B)(6) 2010 and was admitted to the hospital for cauterization. Subject monitored overnight after bleeding control established with a traditional electrosurgical device and released the following day. Subject follow-up conducted on (B)(6) 2010 and is reported to be near full recovery. Should additional info become available, the manufacturer will file a follow-up report.